Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The difficulty to remove could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, a definitive cause for reported difficulty to remove could not be determined. It is possible that when withdrawing the guide wire, the guidewire lumen of the armada became reduced creating enough friction in the lumen to cause it to neck down and lock onto the guidewire. However, this could not be confirmed. The wrinkled balloon, and damage to the outer member and inner member were related to the circumstances of the post procedure. The additional therapy is due to the case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the brachial artery. An unspecified guide wire was advanced with a 3x40mm armada 18 percutaneous transluminal angioplasty (pta) catheter. However, the guide wire was unable to be retracted as it became stuck with a pta catheter outside the anatomy distal to the flushing port. This portion of the pta was intentionally separated, and the devices were removed without further issues. An unspecified armada 18 pta catheter and guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.